Event description:
Out bedwetting alarm has an alarm and clip sensor. The clip sensor corroded after barely using it for 3 nights. The little plastic part that surrounds the metal contact chipped away exposing the rusty metal contact. My son was asleep and when he moved, the metal cut him. We were worried that it could have been tetanus, but the cut was not deep. It was very long though as the cord was pulled by his hand. The cut was about 1 foot long and he was bleeding (not much) when he woke up. The plastic is too thick to hold the metal which exposed and caused the painful cut. FDA safety report ID# (B)(4).